Event description:
Caller reportedly received the following results on an advantage meter, compared to a professional meter, within 10 minutes: 269 mg/dl (advantage) and 63 mg/dl (doctor's meter) customer felt hypoglycemic symptoms when he obtained the readings above. Customer self-treated with peanut butter crackers. Customer began to feel better in 30 minutes. No adverse event reported. Requested return of suspect device and replacement was sent.